Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gong alarms, damaged connector pins) was confirmed. As received, the electrode belt trunk cable connector pins were bent, preventing the belt from connecting to a monitor. The root cause for the bent connector pins was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was causing gong alarms and had damaged connector pins.